Event description:
It was reported by a consumer that port changed during a second procedure. There was a suspected leak in the tubing. There were no patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.